Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the no output and no telemetry conditions were the result of lifted hybrid bond wires.

Event description:
It was reported that there was some sort of connection problem between the device and the right ventricular lead. There was undefined impedance, noise, and no capture. The device was explanted and replaced and all of the problems were resolved. No patient complications have been reported as a result of this event. It was reported that there was some sort of connection problem between the device and the right ventricular lead. There was undefined impedance, noise, and no capture. The device was explanted and replaced and all of the problems were resolved. No patient complications have been reported as a result of this event.

Event description:
It was reported that there was some sort of connection problem between the device and the right ventricular lead. There was undefined impedance, noise, and no capture. The device was explanted and replaced and all of the problems were resolved. No patient complications have been reported as a result of this event.